Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Your fitting instructions are too convoluted and need to be better written. The blue portion of the dental protector separated from the white portion after only a few nights usage. Please replace my purchase.